Manufacturer narrative:
Alternate email address: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: opening shell, crease fold and underweight. A visual and microscopic analysis was performed which identified: crease sharp opening on radius, stress marks, crease fold and wear abrasion. Based on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture confirmed via ultrasound. The device has been explanted and replaced.